Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec contacted the initial reporter for additional information, who stated that they had made their dme aware of the issue. Ventec has made multiple attempts to obtain the patient's dme information from the initial reporter, but no response has been received. The device has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.